Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 11 false positive results were obtained by the laboratory personnel. A gram strain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "bottles flagged as positive. No organisms seen on gram stain. What confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? If yes, were any patients treated based on erroneous results? If yes, did the erroneous treatment have any adverse impact to the patient(s)?

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0329091. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-11-24. Medical device lot #: 1020388. Medical device expiration date: 2021-10-31. Device manufacture date: 2021-01-20. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) 11 false positive results were obtained by the laboratory personnel. A gram strain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: bottles flagged as positive. No organisms seen on gram stain. What confirmatory testing was performed that determined the results were erroneous? Gram stain. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a.